Manufacturer narrative:
On (B)(6) 2020, mentor became aware that incorrect common device name under field d2 was inadvertently reported under initial submission. It has been corrected to "prosthesis, breast, inflatable, internal, saline" on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 14, 2020, device evaluation was completed. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, according to the mentor procedure, and it revealed a tear in the posterior view measuring approximately less than 0.1 cm. Microscopic examination in the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. A manufacturing record evaluation (mre) was performed for lot number 5614760, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Date of implantation has been updated to (B)(6) 2005 as per mre completion and since only year was provided. If additional information is received, a supplemental report will be submitted. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. As per device received, impacted product information under section d including catalog number and lot number have been updated on this form for 325cc mentor smooth round moderate profile. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent unspecified breast augmentation with an unknown size unknown saline implant and experienced and was presented with breast implant deflation on her right side postoperatively. As a result, the device will be explanted on (B)(6) 2020.